Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional observation - because the concentrator has sieve contamination present at various components, no functional testing was performed. Conclusions - utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the perfecto2v oxygen concentrator of having blown sieve beds resulting in sieve material contamination at various components of the concentrator. Complaint of no alarms was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional observation - because the concentrator has sieve contamination present at various components, no functional testing was performed. Conclusions - utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the perfecto2v oxygen concentrator of having blown sieve beds resulting in sieve material contamination at various components of the concentrator. End user alleged when this unit failed, there was no red light and there was no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user alleged when this unit failed, there was no red light and there was no alarm.